Event description:
It was reported that during a percutaneous transluminal angioplasty, the distal end of the cutting balloon was detached. The 80% stenosed target lesion was located in the moderately tortuous and non-calcified left superficial femoral artery. A 4mm/1.5cm spcb flextome mr cutting balloon was selected to treat the target lesion. During preparation, all air was removed from the balloon by drawing the syringe back on its full volume deflating the balloon prior to removal of the balloon protector ring. Removal of the balloon protector was attempted using a straight force; however, strong resistance was encountered. Removal was then attempted with force. It was then noted that the distal shaft of this device was detached. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty, the distal end of the cutting balloon was detached. The 80% stenosed target lesion was located in the moderately tortuous and non-calcified left superficial femoral artery. A 4mm/1.5cm spcb flextome mr cutting balloon was selected to treat the target lesion. During preparation, all air was removed from the balloon by drawing the syringe back on its full volume deflating the balloon prior to removal of the balloon protector ring. Removal of the balloon protector was attempted using a straight force; however, strong resistance was encountered. Removal was then attempted with force. It was then noted that the distal shaft of this device was detached. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status is good.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination of the returned device identified a shaft detachment approximately 24.9cm from the catheter tip. The balloon protector was returned partially covering the balloon. Slight stretching was present at the break site. The balloon protector was removed with no resistance. A visual and microscopic examination observed no damage to the tip, balloon, or blades. All blades were present and fully bonded to the balloon surface. There was no damage to the hypotube. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).